Event description:
It was reported that the cartridge did not fit securely on the pump. Reportedly, the cartridge "popped out". Customer's blood glucose level was 111 mg/dl. Customer customer continued to use the cartridge for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.